Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.

Event description:
Reference number (B)(4) event occurred in colombia. It was reported that patient was hospitalized in the intensive care unit. Insulin flow was blocked. This event occurred on 26-dec-2024. No further information available.